Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported she was training a pd patient on (B)(6) 2017 and in treatment end during step 9 the cycler had fluid observed leaking inside the cassette door. Per pdrn the patient was being training using the clinic cycler and was provided prophylactic medication as a precaution due to the fluid leak. The pd rn stated the patient¿s fluid cultures were negative and the patient remained asymptomatic. Per pdrn the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported she was training a pd patient on (B)(6) 2017 and in treatment end during step 9 the cycler had fluid observed leaking inside the cassette door. Per pdrn the patient was being training using the clinic cycler and was provided prophylactic medication as a precaution due to the fluid leak. The pd rn stated the patient¿s fluid cultures were negative and the patient remained asymptomatic. Per pdrn the sample was discarded and was no longer available for evaluation.